Event description:
It was reported that after they received calibration error 80 (water check time out unable to reach calibration temperature) on the arctic sun device, they replaced processor circuit. Per follow up information received via email on 25jan2023, the issue resolved by replacing the processor circuit card which was obviously the reason for error 80 (water check time out unable to reach calibration temperature).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed processor circuit card. Quick check performed, no issue detected. New calibration performed and device received error 80. Replaced processor circuit card. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after they received calibration error 80 (water check time out unable to reach calibration temperature) on the arctic sun device, they replaced processor circuit. Per follow-up information received via email on 25jan2023, the issue resolved by replacing the processor circuit card which was obviously the reason for error 80 (water check time out unable to reach calibration temperature).